Manufacturer narrative:
The lens was returned adhered by solution to the lens case base (lid not returned). Solution was dried on the lens. The lens was cleaned with klrp (klotho-related protein) for further evaluation. A dimensional inspection was conducted. The lens dimensions are acceptable using an approved (plan view) template. Associated cartridge was not returned for evaluation. Complaint and product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The product investigation could not identify a root cause for the reported complaint. The lens dimensions are acceptable (plan view) using an approved template. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported during the intraocular lens implantation the lens had to be laded multiple times as it was unable o be inserted. There was patient contact. Additional information has been requested.